Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel and plunger were damaged on the bd luer-lok¿ syringe with bd precisionglide¿ needle combo. The following information was provided by the initial reporter: this is to report a complaint from a customer that we received for a damaged syringe plunger and barrel.

Event description:
It was reported that the barrel and plunger were damaged on the bd luer-lok¿ syringe with bd precisionglide¿ needle combo. The following information was provided by the initial reporter: this is to report a complaint from a customer that we received for a damaged syringe plunger and barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11-apr-2022. H.6. Investigation: one syringe and four photos of a 3ml luer-lock syringe (p/n 309575) were received and evaluated. The syringe has major damage rendering the syringe unusable. The condition observed is non-conforming per product specification. Potential root cause for the damaged syringe defect is associated with the assembly process. The damage most likely occurred getting caught between two dials. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.